Event description:
It was alleged that the patient received a burn while using the device.

Manufacturer narrative:
Upon further communication with the user facility, it was stated that there was no issue with the device and that the device did not cause or contribute to the burn to the patient.

Event description:
It was reported that the patient received a burn while using the device. Further information has not been provided at this time.